Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation is lay user/patient. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek ® xs system meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer turned the meter off and the meter showed the decimal in the results field on the display, even though the meter had been powered off. A display check was performed and "the third eight in the results field changed into a six and back to an eight and also changed into a five and then back to an eight." It was confirmed that the segments were missing and not just faint.